Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during a therapeutic laparoscopic colectomy procedure for sigmoid colon carcinoma, the front segment of the sonicbeat ultrasonic knife head fractured inside the patient's body while being used to cut cancerous tissue. The cause of the fracture was attributed to the connecting joint of the knife head not being securely fastened. Upon discovery of the fracture, the knife head was immediately replaced with a new one and the fractured segment was successfully removed via laparoscope. The cancer resection procedure was then resumed. Surrounding tissues were continuously monitored via laparoscope throughout the remainder of the procedure for any signs of bleeding or complications. As a result of this event, the surgical procedure was prolonged. The patient was of an elderly age. There was no evidence of an emergent or life-threatening event. No indication that the patient developed permanent damage or impairment as a result of this event. There were no reports of patient harm associated with this event. Note: the patient was originally admitted with a two-month history of altered bowel habits and abdominal pain with distension and was subsequently diagnosed with sigmoid colon cancer.